Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had a fractured screen. Analysis did not find the screen to be broken. It was indicated that the touchscreen was out of calibration, and that the keyboard was damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was dropped and the screen was fractured. The programmer was returned for service. There was no patient involvement.